Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with piperacillin / tazobactam 18000mg in 240ml buffered sodium chloride 0.9%. It was further stated that there was peripherally inserted central catheter (PICC) migration and some circumferential bandaging that may have impacted flow rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.